Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "I can¿t give you any more information than I already have as we are seeing this stiction problem on different lots on bd 50ml, 30ml and 20ml syringes. We have issued a general instruction to our nursing staff to move the plunger up and down a few times before they use them in the t34 syringe drivers. It seems like there is not enough lubrication covering the rubber end of the plunger. I have just check another this morning out of our stock lot 2005217 a 50ml syringe and that has a high stiction."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2005217, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect was observed on any of the samples. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within the required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Given the device history records did not reveal any annotation related to the reported defect, a definitive root cause cannot be established at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "I can¿t give you any more information than I already have as we are seeing this stiction problem on different lots on bd 50ml, 30ml and 20ml syringes. We have issued a general instruction to our nursing staff to move the plunger up and down a few times before they use them in the t34 syringe drivers. It seems like there is not enough lubrication covering the rubber end of the plunger. I have just check another this morning out of our stock lot (B)(4) a 50ml syringe and that has a high stiction."